Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had no communication with the processor. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air/water cylinder had no color, suction cylinder had no color, scope connector case unit had corrosion due to water leakage, circuit board unit in the suction connector had discoloration due to water leakage, plug unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, bending angle in down direction did not meet the standard value due to wear of angle wire, light guide lens had a crack, parts needed to be replaced due to annual inspection, and the adhesive around the light guide lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.